Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. A review of manufacturing records for this lot number found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the ambient super turbovac wand had a piece break off during surgery. A post-op x-ray was carried out and the surgeon attempted to retrieve piece but was unsuccessful. There have been no reported patint complications.